Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of the watchman access sheath (was) along with the watchman delivery systems (wds). The was valve was opened as received. The hub, shaft, and tip were examined. The shaft was kinked 5.5cm from the strain relief and 5cm from the tip of the device. The tip was damaged with inner liner delamination. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed 17 june 2017. It was reported there was resistance noted in the access system when advancing the delivery system. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was successfully positioned in the laa. When the physician advanced the watchman® laa closure device & delivery system (wds) through the was, resistance was noted. They removed both the wds and was from the patient and buckling was noticed on the wds. An 18f introducer sheath was then inserted into the patient and the original was and wds were attempted to be used again. The wds was still difficult to advance through the was. A new wds was used to complete the procedure. There were no patient complications. However, device analysis revealed inner liner delamination.